Event description:
Pt was on alal. The mattress, when placed on the bed frame, diminishes the amount of side rail from mattress to top of rail. Side rail is completely diminished when hob elevated. Pt was found on floor with laceration above left eye requiring sutures.